Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted by a senior failure analysis engineer. The investigation revealed that there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the information provided, the cause of the post-procedure complication cannot be determined. Although the physician alleged that an ion specific issue occurred, the root cause of the reported injury cannot be confirmed. A follow-up MDR will be submitted if additional information is obtained. The system logs for the event date (B)(6) 2021 were not available as of this time of the report, hence, no log review for this procedure has been performed. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. This event is being reported due to the following conclusion: the patient reportedly experienced a moderately sized pneumothorax which caused the patient pain. A chest tube was placed in the patient to assist in their recovered from the pneumothorax and the patient was subsequently hospitalized for one day.

Event description:
It was initially reported that a patient underwent an ion endoluminal lung biopsy procedure and experienced a pneumothorax which required a chest tube to be placed in the patient. The patient was subsequently hospitalized. The target lesion was 2.1cm in size and located in the left upper lobe. A flexision 21g biopsy needle, a third-party needle, forceps instrument, cytology brush, bronchoalveolar lavage, and one other unspecified instrument were reportedly all used to take biopsy samples of the single target lesion. On 20-august-2021, intuitive surgical inc. (Isi) contacted the physician of this procedure and additional information was obtained about the event: the physician reported that the pneumothorax was identified intra-procedurally via "cbct spin." The physician reported that they believe an ion product caused or contributed to this event because "there was a lack of haptic feel feedback." When asked if the physician thinks the pneumothorax would have occurred via another modality, the following answer was provided: "unlikely since I can feel pleura." The pneumothorax was reported to be moderate in size and to have grown over time. The patient reportedly experienced pain as a symptom of the pneumothorax and was never considered medically unstable. The physician reported that the chest tube was placed to resolve the pneumothorax and the patient was subsequently hospitalized for one day. The patient was discharged and in stable condition. Follow-up: on 15-sept-2021, isi contacted the physician of this procedure and additional information was obtained about the event: the physician reported that the lack of haptic feedback is particularly an issue when close to the pleura or fissures. The physician suggested having a vibration or changing light color to indicate when near these parts of the anatomy.